Event description:
The study indicated that this patient underwent carotid stent implantation and experienced an angioguard malfunction, blockage of the carotid artery with debris following stent implantation, had a change in mental status followed by the hypoperfusion post stent implantation, and spasm of the carotid artery. This patient also experienced an approximately 400 cc blood loss from a shuttle sheath 6f (cook) during the procedure.

Manufacturer narrative:
This study patient underwent carotid stent implantation and experienced an angioguard malfunction, blockage of the carotid artery with thrombosis following stent implantation, had a change in mental status following the hypotension post stent implantation, and spasm of the carotid artery. This patient also experienced an approximately 400 cc blood loss from a shuttle sheath 6f (cook) during the procedure. This is a female, with medical history including severe pulmonary disease, diagnosed pulmonary adenocarcinoma, recent left side stroke, diabetes with poor glucose control, hypertension, cad (coronary artery disease) with previous pci, and a reduction in ef%. The target lesion was left internal carotid artery described as moderately calcified and tortuous, eccentric, ulcerated, 90% stenotic with thrombus at the lesion site. The first angioguard selected for the procedure had technical docking difficulty and was not used for the procedure; the second angioguard was inserted, tracked, deployed and retrieved without technical difficulties. The target lesion was pre-dilated and one precise stent implanted at the target lesion. Immediately post stent deployment, the carotid artery was filled with debris from the ulcerated, thrombotic lesion. Aspiration technique was used with removal of debris and return of blood flow through the artery; however, after aspiration was done, carotid artery spasm was noted. Papaverine was successfully administered for the spasm. During the procedure, the cook sheath had leakage of blood at the valve, and the interventional team was administering a unit of replacement blood to the patient. After the spasm was medically treated, the patient had a brief episode of hypotension. The hypotension was treated effectively with epinephrine and the replacement blood being administered. The angioguards were discarded and the precise stent remains implanted, thus no device is available for analysis. The valve of the cook sheath device generated the blood loss. Note: lot number is cordis lot number. Cordis corporation reported no product would be returned to lake region medical for evaluation; however, a copy of the complaint investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Co did review the device history records relative to the manufacturing, inspecting and packaging. The packaging lot contained a total units, which were shipped on january 10, 2008. The history records indicate this product was final inspection tested at co and was determined to be acceptable. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Hypotension, with changes in mental status, is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2009-00120.